Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was deployed at a depth of 2 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Mild paravalvular leak (pvl) was reported, therefore a post implant balloon aortic valvuloplasty (bav) was performed. The valve embolized during the bav due to excessive balloon movement. A second transcatheter valve was prepped and inserted. The valve was deployed once, however dislodged up upon deployment, therefore was recaptured into the ascending aorta. The valve interacted with the pigtail catheter during the recapture. A second deployment attempt was made, however an infold along the full length of the valve was noted. The valve was completely recaptured and removed. A third transcatheter valve was prepped and successfully implanted. No additional adverse patient effects were reported. Additional information was received that during the implant of the valve, no pre-implant balloon aortic valvuloplasty (bav) was performed. During the post-implant dilation the patient was rapid paced. Of note, the patient's minimal leaflet calcification may have contributed to the valve dislodgement. The deployment starting point was at the bottom of the pigtail using a medtronic guidewire (confida). The pigtail catheter interaction resulted in the infold of the second valve. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: evolutfx-34, serial/lot #: (B)(6), ubd: 17-aug-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.